Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose levels on (B)(6) 2018 at 2:20am. The customer reported that his blood glucose level was 9.9 mmol/l at the time of admission. The customer reported that he experienced high blood glucose levels of 24 mmol/l prior to admitting to the hospital. The customer stated that yesterday morning he checked his blood glucose and took some insulin. The customer stated that his blood glucose increased 33 percent over the meter. The customer tried to treat with manual injection. It was reported that the customer's current blood glucose level was 3.7 mmol/l. The customer reported that the symptoms related to high blood glucose included fatigue. It was reported that the customer was admitted to emergency room due to high blood glucose levels. It was reported that the customer had potassium concerns and seemed that his heart was tugging. It was reported that the reason of hospitalization was that his health care professional advised him to go to the emergency room because his potassium level whcih could have been due to high blood glucose. It was reported that the customer was treated by the health care professional and was relieved. The customer blood glucose level was 6.1 when leaving the hospital. It was reported that the customer declined to perform a carelink upload. The customer stated that the high blood glucose event began two days ago. Troubleshooting was performed. The customer reported that the bolus wizard settings were accurate and there were no issues with leak or air bubbles on the infusion set and reservoir. The high pressure test was not performed due to tubing clamp not available. Product is not expected to return for analysis.